Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported spo2 numbers on the display are erratic. The customer additionally reported, "while the instrument was connected to a battery and spo2 sensor, the numbers coming across to the root were not steady (spo2 showing 25, 60, 50, 77, etc)." No consequences or impact to patient was reported.